Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. The initial lp was exchanged due to poor positioning due to concerns of implant location and concerns of helix integrity after retrieval. The patient was stable following the procedure. Further information was requested but not yet received.

Manufacturer narrative:
Device record history was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported event of helix damage could not be confirmed. Visual inspection showed that the helix length was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.